Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that a lead integrity alert was triggered due to high rate non-sustained episodes and sic (sensing integrity counter) count on the right ventricular (rv) lead. Noise was noted on the current egm (electrogram) as well as the stored episodes. There was also a high rv threshold warning triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a rv bipolar lead impedance warning triggered due to high and undefined pacing impedance on the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.